Event description:
On or around 03/15/1998 the account reported an erratic phenytoin result of <0.5 mg/l which was run on the axsym analyzer. An error message was not given with the erratic result to warn the user. The pt had arrived at 22:00 pm by ambulance at the ER with convulsions. The pt was dosed based on the erratic result and had a phenytoin level of 30 mg/l after receiving the dose. Retesting of the initial sample gave 13 mg/l. The pt was discharged on 03/16/1998.